Manufacturer narrative:
Device is not available for analysis at the time of the report. However, device is requested to be sent back for analysis.

Event description:
An hcp has reported that a receiver broke off in patient's ear. The receiver has been removed by an ent. Upon follow up, the patient reported pain, blood and discharge from the left ear after removal of the part from the ear canal. The ent has prescribed the patient antibiotic spray for the 10 subsequent days after removal. The patient has currently discontinued the use of the hearing aids. This is the initial report. Supplemental reports will be submitted upon availability of new information.

Manufacturer narrative:
Upon follow up in (B)(6) 2024, the patient has returned to using the hearing aids full time and did not have any subsequent ear health issues. The left receiver has been in use for 11 months before the incident occurred. The receiver has been discarded by the hcp after the incident and has not been returned for analysis to the manufacturer. The risk of parts of the hearing aid remaining in the ear canal is assessed in the risk file of the device and reflected in the instructions for use. Similar events will be further monitored through the post-market surveillance system of the manufacturer. This is the final report.